Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator delivered an inappropriate shock due to a double counting of a poor morphology. Technical services indicated that it is difficult to confirm if another vector configuration would have handled this episode better. However, changing to alternate could be the only solution. Otherwise, this patient should be considered for a transvenous system. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to a double counting of a poor morphology. Technical services indicated that it is difficult to confirm if another vector configuration would have handled this episode better. However, changing to alternate was recommended. Otherwise, this patient should be considered for a transvenous (tv) system. Further information was received indicating a tv system was implanted. The s-ICD system was not explanted but it will be eventually. This implantable electrode remains implanted and no additional adverse patient effects were reported.